Event description:
It was reported that the device reached elective replacement indicator (eri) and the longevity did not meet the physician's expectations. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analysis revealed normal battery depletion. Performance data was collected from the device and analyzed. The time of elective replacement indicator (eri) occurred on (B)(6) 2012. The save-to-disk (s2d) file shows battery v = 2.5 volts and battery impedance approximately 13,087 ohms.